Event description:
Second revision surgery. Due to patient being non-compliant, the tissue repair was torn. The surgeon did an open reduction repair on rotator and took out 36mm head and liner. The surgeon put in 44 +8 head with 44 standard semi constrained liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy torn tissue after 1 month, 14 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 100 prior complaints reported against this part; this is the second complaint against this lot number. It was the reported that the reason for the above is the patient continuing to be non-compliant and not a product failure. There are no indications of a product or process issue affecting implant safety or effectiveness.